Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for post-cardiotomy cardiogenic shock (pccs). It was reported that prior the impella insertion the patient had lower extremity arterial blockage. Impella was inserted and soon after cyanosis appeared due to ischemia of the lower limbs. An additional sheath was inserted into both lower limbs to bypass and have blood flow from the healthy side. At the time of the event the patient was high dose of pressor, and act's were managed at 180 seconds. No further information was provided.